Event description:
It was reported that this lead was explanted due to noise, low impedance, undersensing and non-capture. Lead was explanted and replaced with a competitor lead, explant date unknown.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2021 recorded the rv pacing impedance with initial values at 459ohms with several intermittent drops blow 200 ohms, as reported in the complaint. The rv pacing threshold was initially recorded at 0.5v with several abrupt spikes onto 1.8v until the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts on the farfield and rv channel, which led to the reported oversensing as well as an inappropriate ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.